Event description:
It is reported that patient presented with a stage iii pressure ulcer upon removal of an fms.

Manufacturer narrative:
Based on t he available information, this event is deemed to be a serious injury. An email has been sent to the territory manager requesting additional information with attached questionaire for completion by nurse. No additional patient/event details have been provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.